Manufacturer narrative:
Results: the proximal end of the embolization coil was damaged. The pusher assembly was kinked along its length. Conclusions: evaluation of the returned smart coil revealed the embolization coil was damaged on its proximal end and was unable to be advanced through a demonstration microcatheter. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, embolization coil damage may occur. Upon further attempts to advance a damage embolization coil, resistance will likely be experienced. During functional testing the smart coil was unable to be advanced into the demonstration microcatheter. Further evaluation revealed pusher assembly kinks along its length. This damage was likely a result of forcefully advancing the smart coil against the reported resistance. It is possible some of the pusher damage occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure treating a dural arteriovenous fistula dural (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a smart coil and two other coils using a non-penumbra microcatheter. The physician then experienced resistance and was unable to advance a smart coil through its introducer sheath, and therefore the smart coil was removed. It was reported that the proximal end of the smart coil¿s pusher assembly became kinked and compressed. The physician advanced a guidewire through the microcatheter to check it and found no resistance. The procedure was therefore completed using the same microcatheter, two new smart coils, and additional coils. There was no report of an adverse effect to the patient.